Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, pump won't run" alarm. The reservoir volume was 93.7ml, the rate was 2.4ml/hr, and 4.35ml was given. There were bubbles observed. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.